Manufacturer narrative:
Based on the current information provided, the surgeon aborted the procedure due to a burning smell coming from the operating room (or). An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and was unable to reproduce the issue. The fse spoke with the robotic coordinator, biomed, patient safety officer (pso), and the or staff that were involved in the aborted case, and they confirmed that the room and equipment were still in same state after they aborted the case. They reported that the patient was in room and the da vinci was on and draped, but they were still going through their safety briefings and had not docked the da vinci yet prior to aborting the case. There was no evidence of melting or heat damage to the external vision side cart (vsc). The fse inspected the vsc, erbe generator, and e-100 power cords and plugs and found no signs of damage. The fse removed and inspected auxiliary video processor (avp), isi core controller (icc), video slice (vsl) 1, vsl 2, personality module audio/video (pmav), personality module energy device (pmed), personality module vision acquisition (pmva), generic maintenance panel (gmp), and or integration I/o (oriio) from the vsc and found no evidence of damage. There was no evidence of damage to the endoscope controller (ec) or video processor (vp). The fse had or staff remove other equipment from the room to isolate the da vinci to make sure it was the cause. The fse powered on the da vinci without any issues or reported errors. There was no evidence of a burning smell from the vsc, patient side cart (psc), or the surgeon side console (ssc). The fse reviewed error logs and found no errors pointing to issues with temperature. The fse powered on erbe generator and e-100 generator without any errors or evidence of excessive heat or burning smell. The robotic coordinator, pso, and or staff powered on the non-intuitive equipment in the hallway and confirmed that the burning smell wasn't related to the da vinci. The fse test drove the system to verify that the burning smell did not return, and the or staff confirmed the room no longer had the burning smell. The fse cleaned the filters on the vsc, psc, and ssc. The fse ran electrical safety tests on the vsc, erbe, e-100, psc, and ssc and verified everything was within specifications. No further issues were found. The system was tested and verified as ready for use.a review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they aborted their robotic procedure due to a burning smell coming from their vision tower. The customer stated they would like their isi field service engineer (fse) to come inspect the system as soon as possible. The tse was unable to view any logs since the system was not connected at the time of the call. The procedure was aborted post-anesthesia and port placement.